Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the monitor did not display when the cable was connected to the rs232 connector. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer replaced the cable and monitor but the monitor did not display either. Device repair is still pending.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for failure analysis. The cpu pcba was tested, and the failure was unconfirmed. Pil was unable to duplicate the reported issue. This cpu pcba was verified to be functional with no error. It was noted that pil was unable to pull logs from the unit. Pil verified that pin 14 of u26 was receiving the required data for a successful download, however pin 9, which is the output for the log information, remains at a steady 0vdc during all operations. Pil confirmed that the inverter portion of u26 that links pin 14 to pin 9 within the ic is the portion that is malfunctioning.

Manufacturer narrative:
A field service engineer went onsite and replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. Product UDI is corrected.